Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported there was difficulty crossing the lesion in the obtuse marginal (om) with a 3.0 x 8 mm promus, it was removed, undeployed. When the stent delivery system (sds) was removed, it was noticed there was a stent strut sticking up. No dissection was noticed at this time. Then it was attempted to stent the om with a 2.5 x 8 mm promus; it also was unable to cross and was removed. A stent strut was noted to be sticking up. The physician then pre-dilated with a voyager balloon, and stented the om with a different 3.0 x 8 mm promus. The sds was removed, and it was at this time the dissection of the left main was noticed. The patient was asymptomatic, and the dissection was noticed doing post stenting pictures. After consulting with another physician and the decision was made to stent the dissected left main. The left main was stented with a 4.0 x 8 promus. An ivus was performed of the left main, and all looked clear. All in all, it went well, and the patient was never symptomatic. No additional event or patient information is available.

Manufacturer narrative:
The two promus everolimus eluting coronary stent systems are being filed under MFR number 2024168-2009-00317. The third promus everolimus eluting coronary stent system is being filed under MFR number 2024168-2009-00319.